Event description:
It was reported that during a hand assisted right nephrectomy, the disc tore on the upper ring and tore when surgeon had nondominant hand in lapdisc. Were losing pneumo and realized that lapdisc tore. Was dialed down to small iris opening, had hassan trocar in to initiate pneumo, and lubed properly. No patient consequence.